Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A functional test was performed to sample and during the functional test a leak was confirmed. During visual inspection a hole in the cassette film was found. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis(pd) patient discovered moisture in the cassette door after they removed the cassette at the end of their peritoneal dialysis treatment. The patient also reported receiving several air detected in cassette alarms during drain 1 of treatment. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cassette was available to be returned to the manufacturer for physical evaluation. The old cycler has been picked up and returned.